Event description:
The caller reported that a pt was intubated with an 8.5 sealguard endotracheal tube and it was noted to have pressure leaks around the cuff. There was no cuff leak. To achieve a seal required a cuff pressure ranging between 60 to 100 cmh2o. The pt was re intubated using another 8.5 sealguard endotracheal tube. The pt continued to have a pressure leak around the cuff and the doctors opted not to re intubate because the pt was too unstable. The pt's anatomy was consistent with having a large trachea and the 8.5 tube was not the best choice. The company representative suggested that the staff use a minimal leak technique for cuff inflation. Using this method, they were able to achieve adequate ventilation. The doctors were in agreement with the assessment that the tube size should have been larger. Several days later the pt expired unrelated to this event or the endotracheal tube.

Manufacturer narrative:
The lot number is unk. No analysis or conclusions can be drawn without the device or the lot number. Return of the endotracheal tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant info, a follow-up report will be submitted.